Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. It was discovered that the clinician was using the wrong handpiece with the file. The clinician swapped and used the correct handpiece and no further issues. The clinician will not be returning the file for evaluation due to this human error.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The outcome of the event is unknown as of this MDR evaluation.